Event description:
It was reported that the customer had blood glucose levels of 544mg/dl. Customer believes the high blood glucose levels were due to chronic pain, the doctor increased that pain medication and blood glucose levels declined to 57mg/dl. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.